Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Renal dysfunction is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. With a review of the available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient suffered right ventricular failure post implant. The right ventricular failure resulted in acute kidney injury requiring continuous veno-venous hemodialysis (cvvhd). The patient was unable to be weaned from cvvhd and inotropic support. As there was no improvement in patient's status over multiple months since implant, family decision was made to withdraw care. The patient subsequently expired on (B)(6) 2017. No autopsy was performed.

Manufacturer narrative:
Additional information received indicated that the patient suffered from right heart failure following implant on (B)(6) 2017. A thoratec centrimag blood pump was subsequently implanted. The medical team reported that they believe the event is related to the patient's underlying medical condition and unrelated to the lvad device and implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report